Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is "unknown". The patient reported that the footplate fell off the wheelchair sometime in the past causing him to injury his toe. Once permobil was made aware of this event the wheelchair had already been repaired with no additional failures having ever been reported. The patient admitted to using the wheelchair after the footplate fell off; and due to loss of feeling in their feet had dragged their toe across the ground for a long period of time. This lead to the toe having to be amputated. The wheelchair was recently evaluated and the legrest assembly including footplates were found installed according to specification with all necessary hardware intact. In review of our records, this footplate height had a factory setting at 15-inches. Today, the footplates are set at 18-inches from the seat pan, indicating that the original setting most likely needed additional adjustments to properly fit the patient into the wheelchair. It is unknown whether the original dealer failed to properly adjust the footplates or if a family member is responsible for making adjustments. As a precaution, the family was informed that if the wheelchair malfunctions to stop using the device and report it as soon as possible to the dealer/permobil. The family was also informed to not make any modification to the wheelchair and to only use a certified dealer for service/repairs. The original dealer who may be linked to this fault was alerted about this incident with request to facilitate training to all staff performing legrest adjustments. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Reporting that the footplate detached causing him to drag his toe on the ground for an unnoticed amount of time. This action resulted in the toe having to be amputated on (B)(6) 2017, after going through on-going treatment to save the toe which occurred from (B)(6) 2016 through (B)(6) 2016. Exact date of the incident is unknown.